Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: hernia. 2014; 18: 193 198. Doi: 10.1007/s10029-013-1211-7. (B)(4).

Event description:
It was reported via journal article: "title: lichtenstein technique for inguinal hernia repair using polypropylene mesh fixed with sutures vs. Self-fixating polypropylene mesh: a prospective randomized comparative study: authors: g. Chatzimavroudis, b. Papaziogas, I. Koutelidakis, I. Galanis, s. Atmatzidis, p. Christopoulos, t. Doulias, k. Atmatzidis, j. Makris citation: hernia. 2014; 18: 193 198. Doi: 10.1007/s10029-013-1211-7 the aim of this prospective randomized study was to evaluate the effect of a relatively new mesh with self-fixating properties, used to repair inguinal hernia with the lichtenstein technique, on early and chronic post-operative pain. Between june 2009 and june 2010, a total of 50 patients (48 males and 2 females; mean age of 60.5 ± 17.3 years) with primary unilateral inguinal hernia were treated using the lichtenstein technique. Patients were randomly assigned to receive either a polypropylene mesh, fixed with polypropylene sutures (n- 25; group a), or a self-fixating polypropylene mesh with resorbable polylactic acid microgrips (n-25; group b). During the surgical procedure in group a, the traditional lichtenstein technique was performed using a heavy-weight prolene polypropylene mesh which was trimmed according to each patient¿s inguinal floor size, with special attention to overlap the pubic tubercle by 2 cm medially. The mesh was secured in place with prolene 2-0 sutures. In group b, 1 prolene 2-0 suture was placed superficially to the pubic tubercle to prevent mesh dislocation. In group a, reported complications included seroma (n-7) and hematoma (n-4). In group b, reported complications included seroma (n-10) and hematoma (n-3). In all patients with seroma or hematoma, the fluid collection had been completely absorbed at the 3-month follow-up. It was concluded that the self-fixating mesh can be safely and effectively used for inguinal hernia repair.